Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was reading higher than the built-in meter. She further reported that on (B)(6) 2018 she received a sensor result of 169 mg/dl which was compared to a built-in meter result of ¿lo¿ (a reading less than 40 mg/dl). At the time when the readings were obtained customer was experiencing unspecified symptoms of hypoglycemia. Customer¿s family member treated the customer with three sugar cubes and orange juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was reading higher than the built-in meter. She further reported that on (B)(6) 2018 she received a sensor result of 169 mg/dl which was compared to a built-in meter result of ¿lo¿ (a reading less than 40 mg/dl). At the time when the readings were obtained customer was experiencing unspecified symptoms of hypoglycemia. Customer¿s family member treated the customer with three sugar cubes and orange juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor plug and no issues were observed. Removed plug and inspected the connector. All three contacts installed properly. Data has been extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified. Occupation has been corrected. 'Other health care professional' was incorrectly selected on the initial report and the section has been updated to reflect the correct selection of 'non-health care professional'. -

Event description:
Customer reported her adc freestyle libre sensor was reading higher than the built-in meter. She further reported that on (B)(6) 2018 she received a sensor result of 169 mg/dl which was compared to a built-in meter result of ¿lo¿ (a reading less than 40 mg/dl). At the time when the readings were obtained customer was experiencing unspecified symptoms of hypoglycemia. Customer¿s family member treated the customer with three sugar cubes and orange juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.